Event description:
It was reported that following a fall on the right bump, patient experienced urinary symptom return and loss of therapeutic effect. She also felt she could feel the lead that she never felt before, it was almost sticking out more. It was noted that patient went to their health care provider (hcp) and he said everything looked fine. Hcp stated the lead looked normal. Hcp could connect to implantable neurostimulator (ins) and everything was working. The patient stated that they did not do x-rays or anything to check on the internal components. The patient also reported when she fell she felt sharp pain in her back and she also reported having sciatica following the fall. Hcp told patient sciatica was not related to the fall. She used to be able to hold her bladder for hours. After the fall she went back to where she was before the stimulator was put in. The patient tried changing programs, increasing stimulation. The patient reported following the fall stimulation felt different. When she tried changing the program, stimulation almost hurts, she felt sharp pain. Hcp told her there was no way that the fall would have caused that. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ee47, implanted: (B)(6) 2014, product type: lead. (B)(4).